Manufacturer narrative:
One sample was received from the customer and forwarded to the supplier for investigation. Visual inspection conducted on the returned syringe confirmed foreign materials, which appear to be orange-brown particles, on the surface of the black piston and free floating inside the syringe. The syringes are never opened at the supplier. The most likely root cause of the contaminant was from the syringe supplier. The syringe supplier visually confirmed the embedded material in the piston to be most likely metallic in nature. In addition to the returned sample, retention samples were visually inspected and no issues were found. A device history record (DHR) review was completed for lot 3119413 manufactured in march of 2014. There were no manufacturing related issues related to the complaint reported for this lot. The syringe supplier initiated corrective action and installed a metal detector in its manufacturing and packaging process. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a prefilled syringe. The customer states the nurse noticed sediment inside the syringe and did not use on a patient.